Manufacturer narrative:
The reaction monitor for the initial result (B)(6) 2022 showed a conspicuous reaction at the beginning. This was likely caused by a sample-related issue. The repeat result on (B)(6) 2022 was inconspicuous. The initial and repeat results on (B)(6) 2022 were inconspicuous. The calibration data provided from (B)(6) 2021 to (B)(6) 2022 was provided. The last calibration was within specifications. The alarm trace on (B)(6) 2022 showed an "abnormal aspiration" alarm. The field service engineer (fse) inspected the module and noted that a part at the wash station was loose. He then tightened this part. He also noticed one of the drier nozzles was jammed and unclipped. He then cleaned this part and made adjustments. He adjusted the wash flow to 1mm below the top of the cell as was really close to the top. He slightly adjusted the gear pump head (ghp) pressure. The customer performed qc with acceptable results.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results from two samples from the same patient tested on the cobas e 801 analytical unit. The initial result was reported outside of the laboratory. The patient had to be brought to the hospital for a repeat calcium test. On (B)(6) 2022: the initial result of the initial sample was 1.66 mmo/l with a data flag. The repeat result was 2.54 mmol/l. On (B)(6) 2022: the initial result of the new sample was 1.62 mmol/l. The repeat result was 2.27 mmol/l. The reagent lot number is 645909. The expiration date is 23-oct-2023.

Manufacturer narrative:
The levi-jennings qc chart between (B)(6) 2023 for line 2 (where the patient sample was analyzed) had 3 different qcs and all of the results were within the +/- 2 standard deviation (sd) range. The qc was within specifications. The investigation confirmed that the customer used a non-roche direct bilirubin reagent on the affected line with a special wash added. Product labeling states: "sample cleaner 1 intended use - wash solution for sample probes on roche/hitachi cobas c systems." "Sample cleaner 2 intended use - wash solution for sample probes on roche/hitachi cobas c systems." The investigation determined that the issue was consistent with the customer's use of non-roche reagents (carryover) in combination with a hardware-related issue. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.